Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had suspend insulin delivery. Customer stated that the insulin delivery was suspended due to blood glucose and sugar glucose values. The blood glucose was 285mg/dl and sugar glucose was 313 mg/dl that triggered the suspend before low event. The difference between the blood glucose and sugar glucose was more than 30 percent. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.